Event description:
It was reported that batteries leaked in the remote monitor. The patient will return the monitor. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that batteries leaked in the remote monitor. The patient will return the monitor. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the battery compartment had rust. Visual inspection found that the battery terminal was rusty. However, the rusty battery terminal did not impact the unit from powering up.

Event description:
It was reported that batteries leaked in the remote monitor. The patient will return the monitor. No patient complications have been reported as a result of this event.